Event description:
Boston scientific, crm received information that this pacemaker showed 2 years longevity remaining. The right ventricular (rv) pacing lead had a high threshold of 3.5 v. A boston scientific technical services (ts) consultant performed a longevity calculation, which estimated 3 years of life remaining. Ts explained that there was likely 2 to 3 years left. Ts suggested performing a memory dump; however, this was declined by the caller. No adverse patient effects were reported. Information was later received that this device was explanted. No adverse patient effects were noted as a result of the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This device and lead remain implanted. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information is received. The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.